Event description:
The following information was received from global pharmacovigilance (gpv) and is a report by a nurse in (B)(6) of peritonitis in a patient coincident with dianeal ultrabag and extraneal therapies for peritoneal dialysis (pd) therapy. On (B)(6) 2012, the patient was diagnosed and hospitalized with peritonitis. Treatment rendered for the events was not reported. The patient was discharged from the hospital on (B)(6) 2012. The patient is still using the pd solution. The outcome was unknown.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers gd891572, gd891093 and gd890533 with no exceptions observed related to the reported condition. The complaint was not confirmed. No device malfunction or use error was identified. No assignable cause was determined.

Manufacturer narrative:
(B)(4). This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Should additional information become available, a follow-up report will be submitted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.